Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the up, down, and ok keypad buttons were difficult to press. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. All the keypad symbols were worn, which has no effect on insulin delivery. During testing, all the keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under the contrast key contact. The audio bolus button was torn and responsive.